Manufacturer narrative:
(B)(4). Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the balloon did not fully deflate during withdrawal and created a pleated bulge that increased the diameter and "created some relief." The patient experienced pain during withdrawal "linked by the grip" and bleeding of the "internal hole." Triggering of autonomic hyper reflexia was also reported. It was noted "use of a lot of xylocaine gel" and that the cause of the event was the product.